Event description:
The user facility reported that during a patient procedure the padlock clip would not deploy. Upon withdrawal of the device, the user noted blood on the device and the points of the clip were protruding past the deployment housing. There was no report of medical treatment sought or administered.

Manufacturer narrative:
The user facility discarded the device subject of the event. Without the return or inspection of the device subject of the event, a root cause cannot be determined. The padlock clip defect closure system instructions for use states the following, "note: check to ensure that the scope is inserted completely into the endoscope mounting feature of the delivery housing and that the delivery housing is not expanded. Too tight of a fit can expand the endoscope mounting feature making the pushing mechanism sluggish and allow the clip to get hung up on deployment, especially in retroflexion. Do not remove the handle stay until endoscope with loaded padlock clip defect closure system is in position over defect and ready for deployment. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body. Once the handle stay is removed, keep hands and fingers clear from the delivery housing distal tip so that an accidental release of the padlock clip does not result in personal injury. Once the handle stay is removed, use caution in handling thumb actuator button to prevent inadvertent deployment of the clip." The IFU further states, "warnings and precautions: inspect the padlock if any clip points extend beyond distal rim/edge, carefully replace safety cap, do not use this product, contact your local product specialist or customer service representative, and use a different device for procedure." The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. No additional issues have been reported.